Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The consumer reported that their healthcare professionals (hcp) are weaning her down and the pump was turned it down 88% and sent her into withdrawal. The consumer reported experiencing the following withdrawal symptoms: diarrhea, throwing up, a god awful sweet smell, cold one minute, like ice, and next minute you're burning up, and it feels like dry ice being shot in your veins. The withdrawal was so bad the consumer reported "if I had a gun I'd have shot myself." The patient's dose was turned up to where it currently is. It was also noted that the patient is being weaned down and wants the pump out. The indication for use is non-malignant pain and other non-malignant pain. The pump is currently delivering dilaudid (10 mg/ml at 0.490 mg/day) and the old dose was 0.059mg/day. Follow up was conducted to determine if the patient's symptoms resolved and if any diagnostics or troubleshooting was performed as a result of the event. If additional information is received a follow up report will be sent.

Event description:
On (B)(6) 2015, information from the consumer reported that the indications for pump use included non-malignant pain and other non-m alignant pain. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) of 2015, the healthcare provider (hcp) decreased the pump dose 88%; the patient wanted the pump out, but the hcp wanted the patient to see what it would feel like without the pump. The following day, the patient went through withdrawal (as previously reported); as a result, the dose was increased "back up" to resolve the withdrawal. The patient wanted the pump dose decreased to have more control over their pain management. The patient stated that the hcp will be performing a "pump flush" and putting a lower concentration of the drug in the pump at their next refill, so that they can continue to lower the dose per day. As of (B)(6) 2015, the patient status was reported as "situation was resolved." [There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4) - withdrawal 2013 and (B)(4) - lost 4 molars, back pain].